Event description:
It was reported that during a laparoscopic liver resection, a number of the staple drivers did not engage and form the staples. A fourth reload was fired and all staples formed correctly. The staple line was oversewn with suture to ensure hemostasis. No pt consequence.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.